Event description:
Customer reported was unable to locate data in the device after downloading from 11 devices. Customer stated encountering an error on the screen. The data log confirmed the transfer of information was complete but when checking after the error, the result count went to zero. No product is being returned or replaced.